Event description:
It was reported patient underwent a revision procedure seventeen months post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: femur trabecular metal cruciate retaining (cr) catalog# 42502806401, lot# 64259934. Inset all-poly patella cemented 26 mm diameter catalog# 42540200026, lot# 64775962. Articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 8-9 catalog# 42512100510 lot# 64463436. Depuy cmw 2 bone cement catalog# 3322-040, lot 8723770. Natural tibia trabecular metal two-peg porous fixed bearing left size d catalog# 42530006701, lot# 64517314. Foreign: (B)(6). Multiple MDR reports were filled for this event: 0001822565-2022-01499. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Visual evaluation of the provided pictures identified a femoral and articular surface, both are covered in a foreign material. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.